Event description:
Patient's husband reported second or third day post infusion system implant, patient reported feeling, "something wasn't right", and was talking about suicide. Patient was released from the hospital and was later found to be unarousable and was taken by ambulance to the hospital, the husband reported "they almost lost her". While in the hospital, the infusion pump was programmed to a reduced dose, the "slowest infusion" possible by the pump. Drugs in the pump reservoir or programmed does were not provided. The patient is reported by husband to be doing fine now. Additional therapy information has been requested from the hcp regarding the reported event. A follow up report will be sent when new information is received.